Manufacturer narrative:
The reported inability to untightened the v-setscrew with the torque wrench was confirmed in the laboratory. Visual inspection identified that the screw hex cavity walls had been completely stripped round while the returned torque wrench showed no damage to the wrench tip that would have occurred if this wrench was responsible for stripping the setscrew. The setscrew had been previously stripped by the user of another wrench during a previous procedure. There are indications of incorrect wrench insertions into the setscrew that most likely caused the stripping of the setscrew inset therefore resulting in the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator procedure. During the procedure it was noted that the right ventricular setscrew on their pacemaker had difficulty being removed. The physician suspected that there might be unevenness in the size of the setscrew. The patient's device was replaced successfully. No adverse patient consequences were noted.